Manufacturer narrative:
The physical device was not returned for investigation. Cloud data tied to the user was accessed for investigation. Review of the available cloud data did not find any records from a pod with the reported serial number "(B)(6)". The cloud data shows the active pod on the date of occurrence was activated on (B)(6) 2026 and remained active until (B)(6) 2026, and the cloud data from this period was downloaded for review. The cloud data confirms that multiple missing sensor values alerts were correctly generated while this pod was active. The patient history buffer (phb) data shows that following pod activation at 22:22 on (B)(6) 2026, sensor connection issues occurred between the pod and sensor until 10:47 on (B)(6) 2026. Multiple attempts were made to reenter sensor information which were unsuccessful, as indicated by the estimated glucose values of -7 transitioning to -6 and -3 transitioning to -4. The exact cause of these connection issues could not be determined from the available data. At 10:47 on (B)(6) 2026, the estimated glucose values transitioned to 1, indicating the sensor was not active, then the 5, indicating the sensor was in calibration. Valid glucose values were eventually received from the sensor at 13:37 on (B)(6) 2026, and the phb data shows that the pod continued to regularly receive valid estimated glucose values from the sensor for the remainder of pod operation. The phb data shows that the system operated primarily in manual mode, correctly delivering insulin according to the user's programmed basal rate. No evidence of any issues with insulin delivery or system functionality was found in the cloud data. However, the cause of the pod-sensor connectivity issues could not be determined.

Event description:
It was reported that the patient bleeding, causing headache, stomach ache, and a bit of discomfort, had occurred while wearing the pod between 25 and 36 hours. Symptoms began 1 day into usage. It was also reported that the pod was generating a "searching for sensor" error message. Patient visited the emergency room and had the healthcare professional change out the patient's pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient bleeding, causing headache, stomach ache, and a bit of discomfort, had occurred while wearing the pod between 25 and 36 hours. Symptoms began 1 day into usage. It was also reported that the pod was generating a "searching for sensor" error message. Patient visited the emergency room and was healthcare professional changed out the patient's pod.